Event description:
The pump was returned for investigation. Investigation revealed that the contrast button was unresponsive. Investigation revealed that there was contamination under the down and contrast keys. This report is made based on results of investigation completed on (B)(4) 2012.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 10/10/2012 with the following findings: evaluation revealed that the keypad rubber was intact. Evaluation revealed that the contrast button was unresponsive and the other buttons responded appropriately. There was contamination present under the down and contrast buttons.